Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose exceeded 500 mg/dl due to infusion set issues. One of his infusion set needles broke, another infusion set cannula was kinked, and a third infusion set had faulty tubing. Some of the customer's infusion sets were not sticking to his body; the customer believes that his sweating caused this issue. The customer sweated more than usual due to medication that he was taking. Troubleshooting was declined for the high blood glucose. The customer had already planned to treat via manual insulin injection or insulin pump bolus. No products were returned and a tape kit was shipped to the customer. The customer called back at a later time and confirmed that the tape kit was successful; the infusion set remained sticking to his body.